Manufacturer narrative:
Philips has investigated this complaint. The customer reported that nothing was coming up on the screen or monitors. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the nothing was appearing on the screen or monitors. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.